Manufacturer narrative:
A manufacturer representative went to the site to service the system. The camera was replaced. Evaluation of the returned camera confirmed the event. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .940mm with a passing threshold of .250mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system displayed localizer faulted. The green and amber lights were illuminated on the camera. In the nditoolbox, the system displayed "bump detector battery fault...return for service" and both the bump and internal temperature faults were triggered. Navigation was aborted. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6) ); product type: ; implant date n/a; explant date n/a, product ID unk_nav_comp (unknown serial/lot); product type: ; implant date n/a; explant date n/a, section d references the main component of the system. Other medical products in use during the event include: camera 9735821 vega base s8 svc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.